Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were receiving a battery failed alarm on their rechargeable batteries. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were advised to select ok to clear the alarm. The insulin pump alarmed a replace battery now. They were advised to wait for the insert battery alarm before inserting a new or fully charged battery. It was noted that the device alarmed a battery failed. The alarm was not cleared before inserting a battery. The device will not be returned for analysis.